Manufacturer narrative:
A medtronic field service engineer (fse) went to site to troubleshoot issue. A new system control board and stand alone board were ordered and replaced. The system was tested after parts replaced and it functioned as intended. It was put back into use. The parts were sent back to the manufacturer for evaluation. Standalone board- no problem found, confirm pcb not problem "from red tag, got a false positive and thinks standalone pcb and relay may be fine" standalone pcb and relay bench tested good. Control board-unable to confirm reported problem "when system was turned on, user heard a loud continuous unidentifiable noise and notice the lift shift pump was running." Installed system control board in test system and the system functioned as expected. All peripherals, motion, 2d and 3d imaging were successful. Lift and shift feature responded appropriately when initiated, did not engage when not actuated. No problem found. No further issues reported. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported there was a high pitch noise coming from the image acquisition system (ias). The system was just powered on and the pendant was stuck on "system booting please wait." When the site went to turn the system off to stop the beep, it would not turn off. There was no patient present when this issue was identified.